Manufacturer narrative:
The customer reported complaint of the platform performed two compressions and stopped displaying "replace battery" was not confirmed during the archive review and initial functional testing. No device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Pdb was replaced in order to avoid the re-occurrence of the reported complaint. Archive data review indicated multiple error message user advisor (ua) 17 (max motor on time exceeded during active operation) on (B)(6) 2017 that was not related to the reported complaint. The platform has passed the initial functional testing. Further testing indicated that the belt clip was not staying latched. No physical damage was noted during visual inspection. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The belt clip retainer was replaced. A run-in test was performed using the 95% patient large resuscitation test fixture (lrtf) using known good test batteries until discharged without any fault or error. The platform has passed all the final testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that the autopulse platform (sn: (B)(4)) performed two compressions and stopped displaying "replace battery". Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.